Manufacturer narrative:
Rom technology's incident response protocols worked as designed (i.e., the safety/escalation process functioned properly). The issue was identified, corrected, and validated by qa the same day. A defect in the patient update api caused a critical cardiac safety field to be set to null, which allowed a patient to bypass the required pre-call. The incident was not caused by one isolated miss, but by a combination of: · defective update logic, · insufficient regression coverage around existing cardiac patient edits, · and missing system safeguards to prevent invalid production data. Corrective actions have been taken, and additional protections are being added at the database, api, testing, and monitoring levels.

Event description:
Patient was able to start rehab on her own without a cardiac rehab specialist call. Patient was able to pedal for 19 minutes unsupervised. Cardiac rehab specialist called and connected with patient, he stopped exercise as she reported 9/10 shortness of breath. She was allowed to sit and rest for a bit. Symptoms did not improve. Patient's physician was called at 4:18pm cst and was let know of the situation, he recommended that ems be sent to the patients home. The patient did not receive treatment for any life-threatening condition and any impairment was prevented based on patient's release from the hospital without admission. This was the result of a software bug that allowed the field "no_session_allowed_without_call" being set to null. The issue was fixed the same day as the incident with a software update, and additional protections are being added at the database, api, testing, and monitoring levels.